Event description:
A surgeon reported that approximately three years following intraocular lens (iol) implant surgery, a pt presented with microvacuoles on the lens. It is unk whether the microvacuoles are affecting the pt's vision. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. No root cause could be identified by the investigation. It is difficult to confirm the reported complaint without evaluation of the physical product. There have been no other complaints reported in the lot number. Attempts to obtain additional information have been made. A completed questionnaire has not been received. (B)(4).